Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure sets was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. The hta procedure was completed successfully. According to the complainant, the patient presented with a 104 degree fever on (B)(6) 2011 and was admitted to the hospital. A blood culture at the hospital revealed the patient had e-coli sepsis. The patient was seen at a 6 week post op visit and showed no evidence of infection. Telephone conversation with clinician on (B)(6) 2012 concluded that in his opinion, he is unable to identify the cause for the sepsis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.